Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6) one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue is the device shows a 45140 error. The 45140 error will be deleted. The dso seal was replaced.

Event description:
It was reported that there is an error 45140-2003. There was unknown patient involvement.